Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the initial implant procedure, high threshold was observed on atrial lead and lead revision procedure was scheduled. During revision procedure, the lead helix was unable to retract. The physician explanted and replaced the lead. The patient was stable post procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm with the helix extended and clogged with blood/tissue. Visual and x-ray examination found no anomalies. Electrical testing did not find any conductor fractures or internal shorts. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The reported event of unacceptable thresholds was not confirmed, but the reported event of failure to fix was confirmed and isolated to the helix clog.